Manufacturer narrative:
H6: investigation summary 2 photos were received and analyzed by our quality team. The photos clearly presented and verified the tubing separation from needleless connector as customer complained. Without further evidence like a physical sample, the root cause of this failure cannot be determined. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported while using bd maxguard administration set with needleless y-site components separated and blood leaked. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they had an issue (component separation) the lead to blood exposure.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxguard administration set with needleless y-site components separated and blood leaked. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they had an issue (component separation) the lead to blood exposure.